Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash on his back under the electrodes. One of the spots was described to be slightly open. There was no alleged device malfunction contributing to the irritation. Patient reported that a clinical staff member used a thin patch over the irritation. Follow up indicated that the patch helped improve the irritation.